Manufacturer narrative:
Additional information received on 02aug2017: when the customer was asked if whether the faulty camino cables reached less than 30 autoclaves cycles or less than 100 disinfectant wipe downs, customer responded: "less than 100 wipes for sure. One was brand new."

Manufacturer narrative:
Investigation completed. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: nov-2013. (B)(4). Reported failure was confirmed; during investigation it was observed that the returned camcabl cable serial number (B)(4) had a defective connector, however, the root cause of the failure was not determined. The faulty camcabl cable was replaced with new serial number (B)(4).

Event description:
The customer has 2 camino cables (camcabl) that they say were faulty. The fault was found where the bolt connector/housing joins the main cable. They also stated that at least one of the cables was checked at integra service and repair in (B)(6). Additional information received on 13june 2017: the problem was identified in the operating room during the craniotomy procedure on a (B)(6) female patient. It was connected to the patient and had an intermittent fault whereby if the cable was moved, it would stop working. There was no patient injury. The cable was replaced. The event lead to an hour delay. Linked to mfg. Report number: 3006697299-2017-00103.